Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd allegedly overheated and had no water flow . No injury.

Manufacturer narrative:
Insert received is different from the insert in the case. Return qty 1, 23331, 30k fsi-sli-10s-kk, 00109232 bul per mfg. Date. Test method / gp005-wi02. Inductance: gauge ID# (B)(6), due: (B)(6) 2026, result 0.00. Meets spec, does not meet spec: n/a. Tip condition: meets, spec, does not meet spec n/a stack condition meets spec does not meet spec n/a tested on: g130 gage ID# (B)(6), due date: 03/31/26, set pressure: 35 psi. Water flow: output: 35 psi - meets spec does not meet spec: n/a. Spray: meets spec, does not meet spec: n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak: n/a. Vibration: meets spec does not meet spec n/a grip condition: meet spec. Does not meet spec n/a other visual observation: insert tip is broken at the edm hole. Insert water temperature was tested on a digital thermometer i.d.#(B)(6). Due date:09/30/2026. The temperature was 72.1 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per (B)(4) (rev 9). Insert tip temperature was tested on a digital thermometer i.d.#(B)(6). Due date:09/30/2026. The temperature was 76.5 °f, no fault found with temperature. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175 (rev 9). Alleged event: confirmed, not confirmed.